Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after thr surgery had been performed on an unknown date, the patient experienced squeaking and pain. This adverse event was solved by revision surgery on (B)(6) 2022 to explant the polarstem stem std ti/ha 2 non-cem as the surgeon felt there was too much ante version. The stripe wear on head was in a superior posterior position. It is unknown current health status of patient.

Manufacturer narrative:
H3, h6: it was reported that, after thr surgery had been performed on an unknown date, the patient experienced squeaking and pain. This adverse event was solved by revision surgery on (B)(6)2022, as the surgeon felt there was too much ante version. The polarstem used in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted. However, a provided device picture confirms the reported failure mode. The batch number of this device was not communicated and a review of the batch record could not be conducted. A review of the complaint history was conducted. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. The IFU (lit. No. 12.23 ed 03/21) lists pain as a known possible adverse effect resulting from a hip arthroplasty. A medical investigation was conducted. The provided image was reviewed and black markings are noted on the head. As well, it is noted the surgeon "felt there was to much ante version," which may be a contributing factor of the reported pain. However, smith and nephew has not received the device/ adequate materials to fully evaluate the complaint. Based on the limited information provided, the reported failure mode can not be confirmed. A relationship between the reported event and the device cannot be confirmed. The complaint description does not indicate a problem with the polarstem in scope. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.